Event description:
It was reported that there was a loss of therapeutic effect. The reporter noted the patient was told by the health care professional that "one of her leads was off". It was noted the patient¿s therapy focused on her lower back and both legs. The reporter noted that for about 2 months, before (B)(6) 2013, the patient had stimulation to her legs, but not her back and was experiencing excruciating pain in her lower back. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).